Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was exposed to fluid and alarmed unexpected restart. Customer indicated that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to unresponsive buttons.pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.